Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure after deployment of the subject stent, resistance was encountered when removing the stent delivery wire. When examined under fluoroscopy, the proximal marker of the device was seen in the lumen of the microcatheter. The physician used a guidewire to push the proximal marker out of the microcatheter. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer was after the insertion of the subject atlas into the subject xt-17, the stent was deployed and placed at the target site. When an attempt was made to remove the delivery wire, a resistance was felt and checked under fluoroscopy, it was confirmed that the proximal marker of the atlas remained in the lumen at the tip of the xt-17 without being deployed. It was also reported the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was also set up and carried out. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure after deployment of the subject stent, resistance was encountered when removing the stent delivery wire. When examined under fluoroscopy, the proximal marker of the device was seen in the lumen of the microcatheter. The physician used a guidewire to push the proximal marker out of the microcatheter. The procedure was completed successfully with no clinical consequences to the patient.